Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance ht70 plus ventilator coin battery, power pac battery and internal battery were depleted. There was no patient involvement. The service engineer replaced the coin battery, internal backup battery and power pack battery. The unit passed all testing and operates within the manufacturing specifications.